Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotic (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on may 11, 2023.